Event description:
It was reported that the customer experienced an issue with an intuitive product. The customer reported event has no report of patient injury. Isi followed up with the initial reporter and obtained the following additional information: the cable pull has snapped. There was no injury to the patient as a result of the reported failure. A backup device was used to complete the procedure.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a broken conductor wire at the yaw pulley location. The instrument failed the electrical continuity test, confirming a complete break in the wire. No signs of thermal damage were observed. Additional observation(s) not reported by site: the instrument was found to have a broken grip cable at the distal end. Additional observation(s) not reported by site: the instrument was found to have one severely bent grip, causing misalignment of the grips. There was a 2.60 mm offset at the tips. The grips do not show cracking damage. Components adjacent to this severely bent grip do not show damage. The complaint regarding a defective device was confirmed by failure analysis.